Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per report all of the broken pieces were recovered. Photos were provided via e-mail which confirm the reported events. Although a twenty minute delay was noted, no patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the t-handle is broken. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery when instruments where inside the patient, the mating part on t-handle broke while inserting screw using the medium hexdriver. Then the t-handle was changed to a t-handle universal chuck. The screw was inserted, but the threaded end on the inner rod of medium hexdriver broke. The piece remained inside the screw thread. Therefore, the trigen low profile screw 5.0mm x 30mm was removed using a power tool from the hospital. A different size screw (5.0mm×32.5mm) was opened and inserted somehow using the broken t-handle and the long hexdriver. There was a 20 min delay. All pieces were recovered.